Manufacturer narrative:
-Quality department received a complaint from a customer, notifying ¿device rupture¿. The device involved corresponds to a motiva implant, details on ¿d¿ section. -DHR review: a complete review of the DHR was carried out, no deviation was found in the process a review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -as stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) -dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture.the importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health -breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. -conclusion: initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. The reported device was returned for evaluation. There was a relationship between the reported event and the device. The initial visual inspection found a patch delamination leading to a device rupture. Additionally, a quality event was created in order to address the issue identified. The instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. Product examination: immediately before insertion, examine the device by gently manipulating it, carefully checking for rupture or particulate contamination. In conclusion, the device rupture was confirmed likely caused by the patch delamination at the same moment of device insertion. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. -establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Title: device rupture (malposition) description: during explantation of a mia device, a rupture happened.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿device rupture (unilateral right side)¿. The device involved corresponds to a motiva implant, it was reported the serial numbers (B)(6), catalog number dsm-190z. Attempts to collect the unit, event details and clinical evidence are being performed. DHR review a complete review of the DHR for lot 23110053 was carried out, no deviation was found in the manufacturing processes. The review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. Dfu the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI f ilms to scan for signs of rupture. The importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed¿ malposition of a breast implant is defined as an incorrect placement during surgery or its shifting from its original position. It is also called displacement/lateralization. Malposition has been a frequent event reported due to its multifactorial causes and it can be expected during the lifetime of the device. The implant¿s shifting can be produced by trauma, capsular contracture, gravity, or initially wrong placement. The surgeon must plan the operation carefully and conduct the surgery with a technique that can minimize but not completely evade the risk of malposition. The risk associated with this event is dissatisfaction with aesthetic outcomes. Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Pincott, c. A., & raines, j. K. (2016). "Prevention and management of breast implant malposition." Aesthetic surgery journal, 36(8), 1005-1015. Kroll, s. S., & adams, w. P. (2017). "Breast implant malposition: prevention and treatment." Plastic and reconstructive surgery, 139(6), 1637-1647. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Establishment labs will continue to monitor for similar complaints/trends.